Event description:
It was reported that during an injection of 85ml of ionic IV iodinated contrast media in which the injector and patch were used, 37 ml of contrast extravasated into the patient without the eda device detecting this. The technologist first successfully injected saline into the patient's vein to check for patency. The patient was placed properly on the patient's arm and the injection was started. The injection flow rate was 2.5 cc/sec. During the injection, the technologist noticed that the patient's arm and skin did not look normal. The technologist stopped the injection and felt the area around the injection site and found that a pool of contrast had developed under the skin, and the area was hard to the touch. The procedure was immediately stopped at this time. The patient was treated with a cold pack for approximately 20 minutes each hour for 24 hours. The patient has not suffered any lasting effects and is doing well.

Manufacturer narrative:
It is the opinion of e-z-em's medical director that this appears to represent a false negative. Assuming that the eda patch was placed properly and the extravasated contrast was in the region under the patch, the system should have alarmed at 20 ml or less. Extravasations greater than 20ml have the potential to cause serious harm or permanent injury and may require additional medical or surgical intervention. This is particularly true when, as in this case, ionic contrast media is used. E-z-em's manual and operations guide includes a caution and warning section relating to minimizing the potential for extravasation. However, e-z-em's labeling clearly states that the eda feature is an "auxiliary device feature which assists users in the detection of a possible extravasation" and "it is not intended as a substitute for observation and intervention by a trained healthcare professional." It is an unrealistic expectation tha the eda device which uses low level electrical signals for extravasation detection purposes provide 100% sensitivity. While it is not possible to determine if the circumstances behind this false negative condition are solely user related, device related, or some combination thereof, e-z-em will continue to provide training, site monitoring, and complaint evaluations as necessary.